Event description:
Yankauer not staying connected to suction tubing.

Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023, "struggled to keep the yankauer on the tubing". It was reported that the patient was "oozing blood and secretions from mouth and nose". It was reported that no injury to the patient occurred related to the incident. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.